Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vaso view hemopro would not say inflated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified no visual defects in the silicone balloon. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; bubbles were observed rapidly releasing from the region where the body of the trocar meets the balloon inflation port. The area was observed under microscopy. The leak was visualized using a detergent and was located at the joint where the black plastic ring on the inflation valve assembly meets the white trocar body. Based on the results of the evaluation, the reported complaint is confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).